Event description:
Revision surgery - due to the patient being septic and showing an infection in the hip. The surgeon removed all of the original implants and placed an anit-biotic spacer in the patient. The surgeon noted that the product did not cause the infection.